Event description:
It was reported that high lead impedance and high thresholds were observed. No noise or inappropriate therapies were noted. A lead revision was suggested. However, the patient does not want another procedure. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.